Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent low blood glucose, measuring 72 mg/dl at call start and decreasing to 61 mg/dl, after which the user treated with apple juice and recovered to 89 mg/dl; no device alerts or alarms were reported and the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia and malaise. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.